Event description:
During use of the device for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console unexpectedly froze. A "no system computer" error message was displayed on the roller pump. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.